Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier spit out several clips and several clips also failed to form properly. The case was completed with another device of the same product code. There were no patient consequences.